Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace was analyzed and found to have one blade broken at the base. A piece approximately 0.8805" x 0.1350" was found to be broken off. The broken piece was returned. Components adjacent to this broken blade do not show damage. During use while the instrument is activated, blade damage may be detected by the generator with a solid tone or an error. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade leading to eventual/premature failure. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the blade broke. The procedure was completed with no reported injury.